Event description:
It was reported that balloon rupture occurred. The target lesion was located in a fistula. A 10.0 x80, 75cm gladiator elite balloon catheter was advanced for dilation. However, during inflation at nominal pressure, the balloon ruptured. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a fistula. A 10.0 x80, 75cm gladiator elite balloon catheter was advanced for dilation. However, during inflation at nominal pressure, the balloon ruptured. No patient complications were reported.

Manufacturer narrative:
Device evaluation by MFR.: a gladiator elite 10 x 80,75cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 14mm proximal from the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.